Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient experienced shaking and vomiting. The cgm was 126 mg/dl and the bg was 58 mg/dl by the parent. The patient was treated with glucagon and the brother in law called emergency medical services (ems). The patient was accompanied to the emergency department by family around 4:00am. There, he was treated with IV fluid and unremembered anti nausea medicine. At an unspecified moment in the ed, the bg was 176 mg/dl and the cgm value at that moment was not remembered. The patient was discharged the same day around 8:00am. The patient was better at the time of the report the following day. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.